Event description:
Patient presented back to the physician with continued infection and drainage at the chest incision site. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with an infection at the chest incision site. Physician drained the chest incision and prescribed antibiotics.